Manufacturer narrative:
The indication for the procedure was a symptomatic tia. The target lesion for the procedure was the right internal to common carotid artery. The lesion was reported to be: mildly calcified, not tortuous, atheromatous, and a 75% stenosis. The lesion was pre-dilated with a 4 mm unknown balloon catheter at 10 atm. A precise 10 x 40 mm stent was implanted. The stent was post-dilated with a 5.5 mm unknown balloon catheter at 10 atm. An act was done, but a value was not provided. The product is not available for evaluation and testing. This study patient underwent carotid artery stent implantation and during the procedure, developed hypotension, tia and cerebral embolism. This is a male with unknown medical history. The target lesion was right internal to common carotid artery described as mild calcification, no vessel tortuosity and 75% stenosis. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The target lesion was pre-dilated with an unknown balloon. One precise stent was implanted without report of difficulties. The target lesion was post-dilated with an unknown balloon. During the procedure, the patient developed hypotension and tia with symptom of paralysis. Edaravon for tia and dopamine hydrochloride for hypotension were administered to the patient and he recovered on the same day of the procedure. According to the physician, it was possible that the tia occurred thrombosis might have gone trough the filter basket and this contributed to the distal embolism. And also, the hypotension likely occurred due to carotid sinus reflex by stent placement. No product was available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issues for this lot. No excursions were found for lot. Embolism is a known potential adverse event associated with carotid stent implantation procedures. The manipulation of the carotid artery and the stenotic portion of the vessel may produce debris that embolizes in the downstream vasculature. Embolism to the cerebral vasculature may cause ischemic stroke in the associated structure fed from the circulation. The very act of pre-dilation and stent implantation intentionally cause disruption of the stenotic area in pursuit of disease treatment. Hypotension is a well known potential adverse event associated with the carotid stent implantation procedure. Symptoms can be attributed to the baro-receptor trauma that is intrinsic to the carotid artery manipulation during stent implantation. These reactions are anticipated short-term adverse events associated with the compression of the pressure sensitive receptors, located within the carotid artery structure, during balloon inflation, stent implantation and filter device manipulation. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries, potentially disrupting perfusion. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events. This is one of two products used during the same procedure. Please reference MFR. Report #1016427-2009-00150. Please note that this is the initial/final report for this product.

Event description:
The report received from the affiliate indicated the patient was included in a clinical study. The information received indicated that during the index procedure for carotid stent placement, the patient developed hypotension and a transient ischemic attack (tia) with symptoms of paralysis. Edaravon was administered for the tia and dopamine hydrochloride was administered for treatment of the hypotension. The patient recovered and the dopamine hydrochloride was discontinued after one day. The tia was said to be unrelated to anticoagulation medications. There were no reported product issues/malfunctions with either the precise 10 x 40 mm stent or the angioguard 5 mm embolic protection device. The patient was discharged from the hospital six days after the procedure, without neurological symptoms on clopidogrel and aspirin for antiplatelet therapy. The physician's comments regarding the events were: that the tia may have occurred due to thrombus not captured by the filter basket; and the hypotension was likely due to carotid sinus reflux.